Manufacturer narrative:
Device analysis: visual analysis of the returned device noted no defect was observed.

Event description:
Healthcare professional reported a patient was injected with 1 syringe of juvéderm vollure xc in the "corners of the mouth" and nasolabial folds. That same day, the patient called the healthcare professional and reported having a "severe facial change" on the left side nasolabial fold. Patient sent the healthcare professional a picture; after examining the picture, they noted it could be a possible "arterial event" or a "weird allergic reaction." Healthcare professional further described from the pictures that the area looked like ¿purplish discoloration at nasolabial area, left side only, and possibly nasal ala.¿ patient had amoxicillin on hand and was advised by the healthcare professional to take it that day. Three days later, patient was prescribed cleocin and stopped the amoxicillin. Healthcare professional ordered augmentin for the patient when they reached their destination as they were travelling the day of injection. Augmentin was taken 4 days post injection. Patient started valtrex on their own and also got a prescription for prednisone from another doctor. Injector spoke with patient daily and received pictures which showed ¿clearing of nose, but reddish raised area which started draining on 2nd post injection day.¿ thirteen days post injection, healthcare professional observed the patient in person and noted symptoms were almost cleared. Patient has a history of ¿frequent herpes simplex infections on face¿ which was unknown to the injector at the time of injection. Healthcare professional expects a full recovery; patient is satisfied with the injection and the care they received regarding the event. Symptoms have completely resolved.

Manufacturer narrative:
Device analysis: visual analysis of the returned device noted no defect was observed.

Event description:
Healthcare professional reported a patient was injected with 1 syringe of juvéderm vollure xc in the "corners of the mouth" and nasolabial folds. That same day, the patient called the healthcare professional and reported having a "severe facial change" on the left side nasolabial fold. Patient sent the healthcare professional a picture; after examining the picture, they noted it could be a possible "arterial event" or a "weird allergic reaction." Healthcare professional further described from the pictures that the area looked like ¿purplish discoloration at nasolabial area, left side only, and possibly nasal ala.¿ patient had amoxicillin on hand and was advised by the healthcare professional to take it that day. Three days later, patient was prescribed cleocin and stopped the amoxicillin. Healthcare professional ordered augmentin for the patient when they reached their destination as they were travelling the day of injection. Augmentin was taken 4 days post injection. Patient started valtrex on their own and also got a prescription for prednisone from another doctor. Injector spoke with patient daily and received pictures which showed ¿clearing of nose, but reddish raised area which started draining on 2nd post injection day.¿ thirteen days post injection, healthcare professional observed the patient in person and noted symptoms were almost cleared. Patient has a history of ¿frequent herpes simplex infections on face¿ which was unknown to the injector at the time of injection. Healthcare professional expects a full recovery; patient is satisfied with the injection and the care they received regarding the event. Symptoms have completely resolved.